Event description:
IV pump was not admin correct amount of fluids. Unknown which medications were infusing. Htm tested pump, passed all tests besides the volume delivery test 46.9ml, expected 50, sent back to baxter for repair.